Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of insulin flow blocked alarm on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6004321 have already been previously tested in the (B)(4) on 24/may/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6004321 was packaging according to the work instruction (wi) version 15, in the machine multivac 10 on 09/nov/2023, with a total of (B)(4) units. Cannula part: the lot 3k05847 was manufactured according to the wi version 13 machine lc05, on 08/nov/2023, with a total of (B)(4) units. The lot 3k05840 was manufactured according to the wi version 12 machine lc05, on 05/nov/2023, with a total of (B)(4) units. Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6004321 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.